Event description:
As originally reported, during inspection of the wire prior to use, a bentson straight fixed core wire guide was noted to be damaged. The device did not make patient contact. There was no harm to the patient. Upon return and initial evaluation of the device, the wire was stretched and unraveling. During preparation for the same procedure, another wire from the same lot was found to be unraveled with mandril protrusion. That has been previously reported under report reference number (B)(4).

Manufacturer narrative:
E3: occupation = ir supervisor. G4: PMA/510(k) number = k171764. H3: device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as originally reported, during inspection of the wire prior to use, a bentson straight fixed core wire guide was noted to be damaged. The device did not make patient contact. There was no harm to the patient. Upon return and initial evaluation of the device, the wire was stretched and unraveling. During preparation for the same procedure, another wire from the same lot was found to be unraveled with mandril protrusion. That has been previously reported under report reference number 1820334-2023-00516. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. The coils were stretched 8-millimeters in length, starting 12.7-centimeters from the distal tip. No coating damage was noted. A document-based investigation evaluation was performed. No related non-conformances were found. Although one additional complaint was noted on the lot from the same customer, the complaint is associated with a different failure mode. There have been no other relevant failure-related complaints for this lot number. Cook also reviewed all lots checked by the same personnel during the same week as the complaint device, finding no relevant non-conformances or additional complaints on any of the lots. The information provided upon review of the dmr, DHR, and investigation of the returned device suggests that there is evidence the device was manufactured out of specification; however, there is no evidence of additional non-conforming devices in-house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that a manufacturing and quality control deficiency contributed to this event. The responsible personnel were notified. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.